Event description:
It was reported that the balloon failed to deflate and was difficult to remove/withdraw. During a percutaneous coronary intervention, a 7x200mm ranger (dcb) balloon was used but would not come out of the introducer after inflation. The balloon did not complete deflate. The procedure was successfully completed without issue or patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger balloon catheter. Both the balloon protector and the loading tool were located on the shaft or the device. The balloon was loosely folded. The tip, balloon, inner/outer shaft, balloon protector and loading shaft were microscopically and visually inspected. Inspection revealed witness marks in the balloon material located 16.4 cm form the tip of the device. Functional testing was conducted by inflating the balloon (with a water filled inflation device) to rated burst pressure (rbp of 14atms). The balloon was held at rbp for 5 minutes, and then the balloon was deflated. The balloon deflated in less than 12 seconds, meeting the specification of less than 42 seconds.functional testing of removing the ranger device from the introducer could not be performed, as rewrap and loading of the balloon into a 5f guide catheter could not be completed. The twist in the balloon, as seen in the images sent by the customer and the witness marks in the balloon material, confirm the reported twisted material. The difficulty withdrawing and deflation could not be confirmed as clinical circumstances could not be reproduced.

Event description:
It was reported that the balloon failed to deflate and was difficult to remove/withdraw. During a procedure, a 7x200mm ranger (dcb) balloon was used but would not come out of the introducer after inflation. The balloon did not complete deflate. The procedure was successfully completed without issue or patient injury. It was further reported that vascular access was obtained via an antegrade, ipsilateral approach after proper vessel preparation with a same size plain old balloon angioplasty. An unspecified 5fr antegrade sheath was in place; however,the balloon became twisted during inflation.

Event description:
It was reported that the balloon failed to deflate and was difficult to remove/withdraw. During a percutaneous coronary intervention, a 7x200mm ranger (dcb) balloon was used but would not come out of the introducer after inflation. The balloon did not complete deflate. The procedure was successfully completed without issue or patient injury. It was further reported that vascular access was obtained via an antegrade, ipsilateral approach after proper vessel preparation with a same size plain old balloon angioplasty. An unspecified 5fr antegrade sheath was in place; however,the balloon became twisted during inflation.